Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor rpms were out of specification and the device was out of calibration at the 0 reading. The motor, eccentric shaft, plug harness, switch, and bearings were replaced and the device was recalibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was found in need of repair. Investigation found the motor rpm's were out of specification. No adverse event was reported as a result of this malfunction.